Event description:
Te-prove clinical study. It was reported that during a percutaneous transluminal angioplasty (pta), a dissection and balloon burst occurred. The target lesion being treated was located in the mid right coronary artery (rca) extending into the distal rca. The lesion was 99% stenosed, 3.0mm in diameter and 70mm long. During the index procedure, the physician was unable to cross the lesion with a pt2 moderate support (ms) guidewire. A non-bsc guide wire was inserted in the arterial lumen, but was unable to cross the lesion even with the support of a 1.5x15mm apex balloon. A pt2ms guide wire was tried alongside the balloon but was unsuccessful. The physician inserted a pt graphix ss wire, which passed through the stenosis. Predilation was performed with a 1.2x8mm non-bsc balloon at 16 atm. The distal segment was also dilated with a non-bsc 2.0x15mm balloon, 2.5x20mm balloon and a 3.0x20mm quantum balloon. It was noted that a type c dissection occurred in the area of the calcified stenosis. Further dilation was performed with the 3.0x20mm quantum balloon and a balloon burst occurred. The physician implanted a 3.0x32mm taxus element stent proximally overlapping with a 3.0x38mm taxus element stent. Post dilation was performed. Residual stenosis was 0%. 1 day later, the patient had elevated troponins. Cardiac enzyme elevation was consistent with protocol definition of myocardial infarction (peak troponin= 1.46 ng/ml, uln= 0.11 ng/ml). The procedure was successfully completed.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).